Event description:
Anxiety; my son was wearing a mask for 6 months and in the end, I couldn't understand anything he was saying. He stopped moving his facial muscles so the mask wouldn't bother him. Now his speech is affected. Stop masking of (B)(6) years old. FDA safety report ID # (B)(4).